Manufacturer narrative:
A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient was experiencing numbness from thighs down and difficulty moving her legs. The patient underwent a revision procedure wherein the lead was replaced. During the patient's procedure, the patient had an epidural hematoma and the physician removed all the blood clots.

Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing numbness from thighs down and difficulty moving her legs. The patient underwent a revision procedure wherein the lead was replaced. During the patient's procedure, the patient had an epidural hematoma and the physician removed all the blood clots.